Manufacturer narrative:
Event date: the event occurred in 2016. (B)(6). (B)(4). The device was returned and an evaluation is complete. A visual inspection was performed with the naked eye and no issues were noted. Functional testing was performed which included self-test and priming. All functional testing performed was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a grinding crack on a homechoice cassette. This was observed before use. There was no patient involvement. No additional information is available.